Event description:
The customer reported that she was hospitalized due to an infection and a fracture. The customer also reported repeated no delivery alarms and high blood glucose levels. The customer's blood glucose reading at the time of the call was 291 mg/dl. The customer was unable to troubleshoot due to the insulin pump being stuck in a rewind mode. The customer requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.